Manufacturer narrative:
(B)(4). The analysis found that one ntlc75 device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality with a test cartridge reload and achieved its firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. The event described could not be confirmed as the device performed without any difficulties noted and no cartridge was returned for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a right hemicolectomy procedure, when firing the gun, the lever was jamming on the first firing. More than usual force was required to fire the gun. The gun was reloaded and the same problem occurred. Surgeon did a hand anastomosis to complete the procedure.